Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have moisture under display screen due to insulin leaking into insulin pump. Customer's blood glucose was 400 mg/dl. Customer did not know how issue occurred. Customer was advised that insulin pump would need to be replaced.